Event description:
Information received by medtronic indicated that the insulin pump had received software detected error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and able to complete rewind. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from (B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 53. Insulin pump passed the self test and displacement test. No pump error 53 alarms noted during testing. Insulin pump successfully download to thumps. However, the formatted history file confirmed the pump alarmed pump error 53 alarm line number (B)(4) file number (B)(4). On (B)(6) 2021 13:10:16.000, problem isolated to the electronic assembly as per global logic analysis esf3470387. No moisture damage noted to electronic assembly as per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error 53 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 53 alarm (line number (B)(4) file number (B)(4). On (B)(6) 2021 13:10:16.000, problem isolated to the electronic assembly as per global logic analysis (B)(4).